Event description:
A black spot was found on the supply line. This event is reportable for particulate matter. The sample and lot number is available for evaluation. No patient injury or medical intervention is associated with this complaint.

Manufacturer narrative:
(B)(4). This complaint is for a report of particulate matter (pm) on the supply line spike connector. Supply line spike connector was visually inspected and noted part contained black spots. The complaint was confirmed in the lab for pm. A batch review was performed on the associated lot with no issues noted. Not enough data are available within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.